Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was done with two proglide devices using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 16f and the tavi procedure was completed. Reportedly post procedure, both knots failed to advance and remained loose outside of the artery. A new proglide was inserted, however, the needles did not connect to the cuffs. A fourth, new proglide was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.